Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The aus was replaced due to an undisclosed lost of fluid. The patient had a good outcome.